Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate is at "57 beats per minutes. It's set for 60... It was recorded at 57.... First time in thirteen years that I have noticed it drop below 60." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.